Event description:
Rn reported a transfer set with a broken clamp, which resulted in a leak. The home pt noted fluid leaking with the clamp in the closed position. Noted during use. The pt received a transfer set change. No pt injury or medical intervention was reported per rn.